Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown poly. Additionally, an unknown metal liner and unknown head were also reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The sales rep noted that no additional information would be provided by the hospital. Hospital retained device.

Event description:
It was reported that the patient's left hip was being revised due to infection. The surgeon performed an I & d and swapped the poly, metal liner and head.